Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had presented with a proximal type 1 endoleak approximately two years ago. At that time the aortic neck measured 26mm in diameter at the level of the renal arteries, then it expanded to 28.5 mm and 30 mm at 10 mm below the renal arteries. The stent graft was circumferential 15mm below the renal arteries. The right iliac limb was 2cm from the hypogastric artery and the left iliac limb was 1.5 cm from the hypogastric artery. The aneurysm sac had grown since the previous follow up. There was also a type ii endoleak noted. The patient was scheduled for an angiogram at a later date and no intervention was performed at the time. Approximately three weeks ago, it was discovered that the stent graft had migrated 6 mm from the lowest renal artery with a proximal type I endoleak present. The proximal aorta measured 28.5 mm and 16. 5 mm in length and the access vessels were excessively tortuous. Two covered atrium icast ste nts were placed in the left and right renal arteries followed by an endurant cuff (B)(4) to resolve the endoleak (using a snorkeling technique). The cause of the migration was due to disease progression of the proximal neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression, dilated aortic neck, type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, dilated aortic neck, type ii endoleak).